Event description:
It was reported that an asymptomatic patient presented to the operating room for a system implant. While implanting the right ventricular lead it dislodged due to an interference with the left ventricular lead introducer. The physician attempted to reposition the lead several times but noticed an acute rise in thresholds. The lead was not used and was replaced. The patient would continue to be monitored. Their condition before, during and post procedure was stable.

Manufacturer narrative:
Analysis was normal, no anomalies were found.